Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. No sample was returned for analysis. Consequently, the investigation was not able to assess the quality of a sample based on the reported failure mode. No issues were identified during manufacture or quality inspection for lot # 0001220265. Due to a lack of investigation results since no issues were identified from the device history record review and no complaint sample was provided for evaluation, no probable root cause was identified by this investigation. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
One patient had to be transferred to a larger facility due to hip pain that he felt after the procedure. The needles did not break, but they did bend.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
One patient had to be transferred to a larger facility due to hip pain that he felt after the procedure. The needles did not break, but they did bend.